Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) for the lot number 30090763l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer¿s ref # (B)(4).

Event description:
It was requested that a (B)(6) female patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. Post-procedure, the patient¿s blood pressure dropped. Cardiac tamponade was confirmed by echo. Pericardiocentesis was performed to remove 250cc of fluid from the pericardium. The patient was reported to be in stable condition after pericardial drainage. Two days of extended hospitalization were required for observation purposes. Patient¿s outcome is fully recovered. A difficult access to right sided pulmonary veins due to difficult anatomy may have resulted in excessive force which might have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. No error messages were observed on any bwi equipment during the procedure. Transseptal puncture was performed with a merit medical heartspan transseptal needle (fnd-019-01/ (B)(4)) and a st. Jude medical sl0, 8.5fr 63 cm sheath. The generator parameters included power control mode with a temperature cut-off at 40 degrees c. The time of the injury is unclear, it could have possibly occurred during ablation phase or post-left atrial ablation. The power was applied at 45 watts in left atrium and 35 watts in right atrium. Power did not titrate during the ablation. The catheter irrigation was set at 15ml/min. The patient received anticoagulant (heparin) during the procedure with an activated clotting time (act) within 300-350 seconds. The shaft proximity interference (spi) value is unknown. The thermocool® smart touch® sf bi-directional navigation catheter was not in close proximity to another catheter and it was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit (piu). The carto 3 system did not indicate to re-zero the catheter.

Manufacturer narrative:
On (B)(6)2018, the complaint product was returned for evaluation without the catheter tip. It is under what circumstance the catheter tip was separated. There is no information in the initial complaint that will justify such damage. However, there is a common practice in the hospitals to cut the tip of the used catheters to prevent undesired re-use. The returned catheter condition itself is not MDR reportable. Product evaluation details: the device evaluation has been completed. The device was visually inspected and it was returned without the tip. No analysis were performed due to catheter conditions. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed. The root cause of the adverse event remains unknown. The IFU states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the tip cut could be related to the hospital since there is a common practice to cut the tip to the catheter that failed, however, this cannot be conclusively determined. Manufacturer¿s ref #(B)(4).